Event description:
The device (forceps) did not work. The generator (electrosurgical unit) was changed and the device still did not work. A new device was obtained and the procedure was completed. Message on the monitor indicated, "attach handpiece."